Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect impact code - biopsy.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with itching, rash and dry/flaky skin under the entire sensor patch area, which occurred an unspecified day the sensor had been inserted in the arm. The patient went to see her doctor on (B)(6) 2026 and was prescribed prednisone oral medication 10 mg daily for 10 days and oral antibiotic cephalexin 500 mg daily for 10 days. The patient reported that she had undergone a biopsy and was diagnosed with lipedema. No other details were provided. At the time of the report, the patient is feeling better but still has rashes. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.